Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the manufacturer's device tracking system that the patient underwent a pump exchange from one lvad to another lvad due to suspected thrombus.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.